Event description:
The customer reported and intermittent collimator iris pot error. This error disables x-ray functionality on this system. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator and collimator interface board. Calibrated collimator stops, mag modes, and returned system to fully operational status. The sys operates as intended.